Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. One day after device insertion, the patient experienced intestinal bleeding due to colon cancer combined with anti-coagulation therapy. No data logs were recovered. The cause of the vascular damage - peripheral vessel was not determined since the product was not returned and lack of clinical details.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs). One day after start of support, intestinal bleeding was confirmed, and anticoagulant therapy, including the heparin used in the impella purging solution, was discontinued. The purging solution was changed to sodium bicarbonate. Further examination revealed that the patient had colon cancer, which was causing intestinal bleeding, and coil embolization was used to successfully stop the bleeding. There was still concern about the patient continuing to bleed afterwards; therefore, anticoagulant therapy was not performed. Heparin was not administered. The bleeding would eventually stop (date was not provided). Transfusion products were used. It is unclear how many units were transfused; however, more than two units of both red blood cells and fresh frozen plasma were transfused. It was stated although impella was not the direct cause, it is possible that the bleeding from the colon cancer was promoted by anticoagulant therapy using the impella, which prolonged the activated clotting time act and activated partial thromboplastin time. Impella mcs continues, and the patient's condition was noted as serious.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.